Event description:
A review of service data detected a reportable problem. During servicing, battery pack sn (B)(4) had leaking cells. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. Upon eval, the battery pack was found to have leaking battery cells. The root cause for the leaking cells could not be positively identified, but the damage likely resulted from the battery impacting a hard surface. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any problems.